Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon was caused by some physical stress or chemical stress on the insertion tube. Followings are the examples. Physical stress due to rubbing the insertion section. Chemical stress due to deviation from IFU (reprocessing manual). Bad storage environment such as in direct sunlight, at high temperatures, in high humidity, or exposed to x-ray or ultraviolet. Aged deterioration.

Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the coating of the insertion tube had been partially peeled off. There was no report of patient injury associated with the event.